Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp)¿s new batteries were not charging. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, e3, g1, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) replaced the main batteries and verified that the batteries were charging. The unit passed all safety, calibration, and functionality checks to factory specifications.